Event description:
Patient revised because of pain, found osteolysis, polyethylene wear, and loosening of liner cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.